Event description:
The customer reported that cell #10 of biotestcell-i11 showed a negative reaction with the anti-le(b) reagent from ortho although the antigen profile sheet lists it as le(a-b+). We received the supposedly defective product and the anti-le(b) reagent of ortho. Our quality control laboratory retested the supposedly defective product and could confirm the customer´s result. Further testings confirmed that the affected cell #10 is le(a-b-).the same day we received the complaint the allegedly defective lot expired, but due to the confirmed complaint a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell-i11: biotestcell-i11's intended use is the identification of unexpected antibodies. Antibody le(b) has no clinical significance. Anti-le(b) does not cause a transfusion reaction. In addition to the affected cell #10 there are more le(b) positive cells documented in the antigen profile sheet of biotestcell-i11. Therefore the identification of an anti-le(b) is possible despite the failure in the antigen profile sheet. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot, but due to the confirmed complaint further actions were initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.